Manufacturer narrative:
(B)(4). One 7f safire catheter was received for evaluation. The black shaft was broken near the handle end. The shaft was fractured 44.2 inches proximal from the tip end of the catheter. The catheter was able to produce the correct shape in both directions when actuating the steering mechanism; no abnormal resistance was encountered. Electrical testing revealed electrodes 2-4 displayed acceptable resistance values. The tip electrode indicates an intermittent signal when flexing the tip end of the catheter. The distal 5.0 inches of the catheter along with the gray shaft were removed along with the braided gray shaft at the tip. Electrical testing confirmed the intermittent signal was within 1.0 inches of conductor wire and the tip electrode. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification was consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
This complaint is reportable based on device analysis completed on (B)(4) 2012, which revealed the shaft was fractured 44.2 inches proximal from the tip end of the catheter, exposing the inner components. During an avnrt procedure while using a 4mm safire ablation catheter to collect geometry for ensite mapping, noise was noted. There was substantial noise on the distal ablation channel on the recording system during delivery of rf energy, but not on the distal ablation channel on the mapping system. After replacing the catheter extension cable, the signal cable from t9 generator to the pin box, quick connect cables and bypassing the bob, the noise persisted. A new catheter was opened, connected normally via the original equipment/cables, and used to deliver rf energy without noise. Additional info was requested and is unavailable. Device analysis revealed exposed inner components.